Event description:
Boston scientific was notified that during a procedure a pt presented with an acutely ruptured aneurysm on the anterior communicating artery, coiling was the elected treatment. The physician was forced to guess the size of the aneurysm due to a failure of the sizing program on the computur and chose the subject device as the first coil. The subject device was too large and a loop slipped out into the a2 section of the anterior cerebral artery, causing some thrombus to also migrate into the a2, occluding this vessel. In removing the subject device to replace with a smaller size, it became caught, possibly on the microcatheter, and stretched at the proximal end, close to the detachment area. The coil was successfully withdrawn without the need for a retrieval device and the aneurysm was well treated with 3 further coils. The pt, however, suffered a stroke due to some vasoconstriction in the middle cerebral artery and the thrombus within the anterior cerebral artery. The outlook for the pt was reported not to be good.